Manufacturer narrative:
The returned device was evaluated. During investigation, a hole was found in the fill septum. Fluid was observed leaking from the fill septum upon rotation of the ratchet gear. Fluid failed to pass through the fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father reported that when he went to give the patient a bolus for about 3 units or so, he immediately smelled the insulin on his daughter's skin. He looked at the pod and the adhesive was wet around where the cannula was. The patient's blood glucose had reached over 250mg/dl. They decided to change the pod, which had been worn for longer than 48 hours. The device was returned for evaluation.